Event description:
It was reported that the pump was lying at a slant and difficulty refilling the pump occurred. Diagnostic methods had consisted of an ultrasound on (B)(6) 2013 and it was noted it was difficult to identify landmarks under the ultrasound. No intervention was taken and the outcome was listed as ongoing event. The device system was used to deliver morphine and bupivacaine. It was later reported that issues occurred with the pump refill on the event date, as previously reported there was difficulty refilling the pump and it was difficult to identify landmarks under ultrasound. Medication was withdrawn which was blood tinged and frothy. It was then reported on (B)(6) 2014 no issues occurred during a pump refill. Medication/saline was withdrawn without ¿heme¿ or discoloration. Interventions included the refill on (B)(6) 2014. The health care provider (hcp) refilled the pump with ultrasound; the pump was rinsed with ten milliliters of preservative free normal saline prior to filling the pump with current medication. The outcome was listed as ongoing with no further action needed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).